Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during surgery, the protection sleeve of the proximal femoral nail antirotation system was unlocked when the surgeon tried advancing the entire sleeve assembly to the bone for guide wire insertion and tension applied to the sleeve assembly. Eventually, the surgeon had to hold the entire sleeve assembly by hand to continue the surgery as the sleeve assembly did not remain locked. There was 10 minutes delay in the surgery. No patient harm was reported. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was preformed: product received in a plastic package. There are slightly traces of utilization visible. A DHR review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. Based on this the complaint is rated as confirmed. The issue is not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed, therefore, review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.